Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 tachy shocks over 9 episodes of supraventricular tachycardia (svt) with rapid ventricular response (rvr). Therapy was exhausted on various episodes. No adverse patient effects were reported.